Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were having problems with their device. Pt noted that they were meeting a rep today for ins reprogramming as settings not available was appearing, so they could decrease the stimulation level but not increase the stimulation level. Pt stated that the settings not available issue occurred before, so they were familiar with the issue, however another issue was occurring that was not normal. Pt stated that they have groups a, b and c and that the groups would change on their own. Pt stated that they were the only one who touched their controller and that they always left the therapy on group b. Pt stated that they didn't change the stimulation level since being set at 5.6 or 5.7 worked perfect for them, so as long as they kept their ins recharged life was good. Pt stated that their back would be bothering them, they would check the controller and see that the group was changed to a or c, which didn't work so well for them. Pt stated that they recently reset the controller when settings not available came up. Pt noted that they only had group a programmed and available when settings not available first came up. Pt stated that they were then given groups a, b and c when they had ins reprogramming due to the settings not available issue. When asked for the event date, pt stated that it had been going on for quite some time. Pss consulted with ts who advised to redirect to rep for possible ins reprogramming. Pt stated that the rep who gave them the three groups was (B)(6). Pt stated that they normally see rep (B)(6). Pt didn't know which rep they were meeting with today. Pt stated that they just notified the rep of the settings not available issue a week and a half ago and that they notified the rep of the groups changing on their own on thursday. Additional information was received from the rep. It was reported they met with patient. Unable to determine why setting unavailable groups would change on there own. Patient was instructed to write down group that she is on to keep track if patient changes or system changes. Settings were unavailable due to high impedance on contact 9 and 13. Unable to determine why groups would change on their own. Was able to program around high impedance contacts and issue was resolved after reprogramming. Pt weight is unknown won¿t be disclosed. Info was confirmed with account.